Manufacturer narrative:
(Device code): appropriate term/code not available (3191) for device perforation investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava (vc)/organ perforation, thrombosis, embedded, abdominal/groin pain and vomiting. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported abdominal/groin pain and vomiting are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right femoral vein due to post trauma. Patient is alleging vena cava and organ perforation device embedment and caval thrombosis. Patient notes and further alleges experiencing "pain in lower abdomen and groin. Prior to abdominal removal [patient] started to feel sick and started throwing up". It is alleged a successful open abdominal filter retrieval was performed (B)(6) 2017 due to device failure. Per the filter placement report dated (B)(6) 2012: "findings: normal ivc [inferior vena cava]. Filter lies in infra renal ivc following deployment. Per the (B)(6) 2017 CT (computed tomography) of the abdomen/pelvis: "infra renal ivc filter with some distortion of the tines, all of which extend beyond the lumen of the vessel. The ivc itself is chronically occluded and so is the right renal vein. There are numerous retro peritoneal collateral veins. Tines penetrate multiple adjacent structures including the l2 vertebral body where there is some built-up osseous reaction in the vertebral body which might be expected to complicate any attempted retrieval. None of the tines appears to be fractured. Several tines come in close proximity to the transverse duodenum and could penetrate duodenal wall. No discrete abscess seen although there certainly are some mildly prominent adjacent lymph nodes". Per the open abdominal filter retrieval report dated (B)(6) 2017: "we mobilized the bowel somewhat more to the right to get over the inferior vena cava which was thrombosed". "The cava was chronically occluded with a dense fibrotic occlusive fibrosis that required electrocautery in order to get through. Following the tines, the top of the filter was identified and cleared off, and the filter was able to be pulled out. A survey film reviewed by myself did not demonstrate any residual fragments of the filter in place".

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2012". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.